Event description:
Medtronic received information that during the procedure, this oxygenator exhibited po2 drop with high flows while rewarming the patient. Two separate attempts to obtain additional information related to this event have been unsuccessful. There were no adverse patient effects reported. As of today, the device has not been returned for analysis.

Manufacturer narrative:
Evaluation: -other - no returned product. Results: other - without device return or the serial number, analysis and the device history review could not be performed. Conclusion: other - cause of event cannot be determined. Analysis: as of today, the device has not been returned for analysis. When the device is returned, failure analysis will be performed in an effort to determine root cause. Conclusion: with no returned product and limited event details, the cause of the event cannot be determined at this time. Medtronic will aggressively attempt to obtain the product and additional information related to the procedure. When this information becomes available, a follow-up report will be sent to FDA.